Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 conclusions the device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. As device interaction with a pre-existing device and valve embolization into aorta were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaints for device interaction with a pre-existing device valve embolization into aorta were unable to be confirmed due to no relevant imagery provided. No manufacturing non-conformance was not identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, "patient had a non-edwards valve implanted. When the non-edwards system was retrieved, the nose cone snared the valve and the valve pop and embolized further in the ascending aorta. Then the decision was to implant an edwards sapien 23mm. However, that valve would not go through the non-edwards valve frame to be implanted in the aortic annulus." Since the previous embolized non-edwards valve had complex curvature structure and unknown embolize position with descending aorta, which could create a challenging pathway during edwards commander delivery system (with crimped valve) cross through the pre-existing embolized valve. As such, available information suggests that procedural factors (pre-existing embolized non-edwards valve structure and position) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. As reported, "the valve was retrieved in the descending aorta and was deployed, as the femoral access was very tortuous and operator did not want to risk an injury. After the implantation, the sapien 3 23mm valve embolized and flipped as its size was not enough for the aorta and came in a counter current position with the flow". In this case, the sapien ultra valve was not properly deployed into the aorta, which led to the valve flipping, and embolized into aorta. As such, available information suggests that procedure factors (improper valve deployment within aorta) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 23mm sapien 3 ultra (s3u) valve in aortic position by transfemoral approach. The patient initially had a non-edwards transcatheter aortic heart valve implanted. While the non-edwards delivery system was being retrieved, the nose cone of the delivery system snared the non-edwards valve and the valve embolized further into the ascending aorta. The decision was made to implant a 23mm s3u valve. However, the s3u valve would not go through the non-edwards valve frame to be implanted in the aortic annulus. It was decided to deploy the s3u valve in the descending aorta. After the implantation, the s3u valve embolized and flipped as its size was not enough for the aorta and came in a counter current position with the flow. A second s3u valve was then deployed within the first s3u valve to open the leaflets and secure it in the descending aorta. Finally, a second non-edwards transcatheter aortic heart valve was implanted in the aortic annulus.

Manufacturer narrative:
Investigation is ongoing.